Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was attempted to be interrogated, pre-implant, while still boxed. The local boston scientific field representative reported that the device was not able to be interrogated. A different device was then used for implant. The crt-p was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Initial analysis revealed that the device did not have telemetry nor was device data sufficient to obtain battery status. The device had been returned in original sterile packaging. A memory download could not be performed. Detailed analysis was then conducted. X-ray evaluation was performed. The telemetry coil and battery connections appeared to have no irregularities. Manual electrical testing noted no pacing output and no telemetry. The device case was removed. Additional testing was able to isolate the cause of the no output and no telemetry to the lv power inductor. The power inductor was found to be out of specification and would not allow the power supplies in the circuit to power up correctly. The hybrid circuit operated normally with a known good power inductor substituted into the circuit. A metallic piece of foreign material was found to have been imbedded in the windings. This finding caused the windings to short together that in turn caused the out of specification condition.